Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, there was no damage or peeling to keypad. Contrast key is intermittently responding, ok, down, up keys are working. The keypad was removed and found contamination under the all key contacts. The bolus button is inoperable- bolus button slug misaligned..no damage to the bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.